Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photo investigation revealed that the shaft of sky self centering awl was broken near its base. Review of available photos shows that shaft of device is broken at its base. The observed condition of the device was consistent with use of excessive force. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. The overall complaint was confirmed as the observed condition of the sky self centering awl would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary (local language) h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inner shaft of sky self centering awl was broken. The broken fragment was returned for evaluation. The sheath and spring sleeve were not returned for evaluation. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sky self centering awl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a (B)(6) sales representative. The product was not returned to depuy synthes, however photos were provided for review. See attachment (no subject) (1).zip. H6: the photo investigation revealed that the shaft of sky self centering awl was broken near its base. Review of available photos shows that shaft of device is broken at its base. The observed condition of the device was consistent with use of excessive force. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sky self centering awl would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2023, that the inner shaft of the self centering skyline awl broke while being used by the surgeon. There was no surgical delay. The procedure was successfully completed. No fragments were generated. There were no patient outcome or consequences. This report is for one (1) sky self centering awl. This is report 1 of 1 for complaint (B)(4).